Manufacturer narrative:
(B)(4).

Event description:
(B)(4): information was received from a manufacturing representative regarding a patient receiving morphine (concentration 40mg/ml, dose 21.74mg/day) and bupivacaine (concentration 15mg/ml, dose 4.774mg/day) via an implantable pump. Other medications; oxycodone, lansoprazole, diltiazem, clopidogrel, aromastat, carvedilol, duloxetine and levothyroxinethe indication for use was non-malignant pain, other non malignant pain and rsd/causalgia-complex regional pain syndrome. Patient¿s medical history; allergies cephalexin, clarithromycin, tobramycin, prochlorperazine, cephalexin, procaine, tetracaine, pravastatin, hydralazine and cerivastatin. A computed tomography (cat) scan/myelogram was done on the spinal canal and the patient was diagnosed with inflammatory mass and the physician was looking for the manufacturer¿s recommendation on how to manage it. The patient experienced new weakness;slight decrease in strength to lower extremities. The health care professional indicated that the date of the onset of the event was approximately august 2015. The catheter tip was to be relocated on (B)(6) 2015 and the morphine concentration was going to be decreased. The event had not been resolved.